Event description:
Prior to insertion of the bard PICC solo double lumen, the stylet was found to be bent upon inspection. A new PICC tray was open and used for the insertion instead. FDA safety report ID# (B)(4).